Manufacturer narrative:
Intuitive surgical, inc. (Isi) has completed the device evaluation for the vio integrated electro surgical generator unit (iesu) involved with this complaint. Failure analysis investigations replicated/confirmed the customer reported complaint. The unit was placed on an in-house system and was run in normal mode. The unit will be returned to the original equipment manufacturer (OEM) for repair. The complaint regarding iesu power problem was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the integrated electrosurgical unit (iesu) power problem, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse noted that the iesu had c-30 error in the logs and would not start up after a restart. The isi fse replaced the iesu to resolve the issue. The system was tested and verified as ready for use. The complaint regarding the esu power problem was confirmed based on the field evaluation, which indicates that the device did contribute to the customer-reported issue. Isi has received the iesu to perform failure analysis; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. This complaint is considered a reportable event due to the following conclusion: the integrated electrosurgical unit (iesu) was in an unacceptable state after the start of the procedure and the surgeon was able to continue with the procedure robotically with an external generator. The reported issue was confirmed and replaced based on the field evaluation. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy surgical procedure, the energy device did not power on. The caller stated that they had tried to replace the power cord and plugged it into another alternating current (ac) outlet. However, there was no change. The caller informed that the surgeon was using an external generator to proceed. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system event logs and could see error code c-30 indicating that the unit needed to be returned. The procedure was completed as planned with no patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the problem occurred at the end of the intervention (cleaning). The following intervention was done with an external scalpel force triad connected to the emergency cord.